Event description:
The pt reportedly experienced a change in loudness perception. The pt was seen at the center, programming changes were made. In 02/2004, the pt's educators reportedly observed a decrease in the pt's responses. In 02/2004, the pt was seen at the center. Programming changes were made. In 02/2004, the pt was seen by a company rep for device evaluation. The pt was not wearing the sound processor. Testing performed confirmed that the device was functioning. Programming adjustments were made. The pt continued to be monitored by the center. In 2004, the pt's sound processor reportedly was not working. The pt was seen at the center for device evaluation. External equipment was exchanged. Testing performed confirmed that the device was no longer functioning. The pt's c1 device was explanted. The pt was reimplanted with anther advanced bionics cochlear implant.